Event description:
Related manufacturer report number: 3006705815-2024-01118. It was reported that the patient had ineffective stimulation and pain at the ipg site. Surgical intervention was undertaken and on (B)(6) 2024 in which the leads were moved down to t9 for better coverage and the ipg was explanted and replaced. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000052824. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.